Manufacturer narrative:
The pump was returned for investigation. The device event log/alarm history was reviewed and no error codes were identified that relate to the reported complaint event. The device was self-tested and visually inspected. The pump failed investigation due to a burnt power supply and power cord. The customer compliant that the device was burnt on the back case with smoke odor/damage from inside of the device was confirmed. The probable cause is faulty/damaged power supply. The power cord (at the plug-in end), ce module cover, cord retainer and chassis were damaged and had evidence of being burnt with a smoke odor. D9 date returned to mfg: 3/14/2023.

Event description:
The event occurred on an unspecified date and involved a plum 360 driver new. The pump was reported to be smoking and it had smoke damage on the back of the case that was noted upon visual inspection. There was no patient involvement and no human harm was reported as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.